Event description:
The pt reported pain when placing her hand on implant site. The pain was not associated with the stimulation. The pt elected to have the system explanted.

Manufacturer narrative:
Explanted devices will not be returned by the medical facility.